Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital has not accepted ge healthcare's quote for repair of the unit.

Event description:
The hospital reported the unit indicated a ventilator failure on bootup, as well as low oxygen pressure, and loss of fresh gas. There was no report of patient involvement.